Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 20 mg/dl and subsequently lost consciousness, and fell which resulted in the loss of a tooth. Cause of low bg was not known. The customer was taken to the emergency room and was treated with intravenous fluids of saline to allow customer to regain consciousness. Customer was released from the ER the same day with the issue resolved; however, customer had sustained permanent damage as a result of the event (tooth loss). Tandem technical support verified that the pump was functioning appropriately and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.